Event description:
The account alleged the bed was moving while the brakes are locked. No patient impact.

Manufacturer narrative:
The technician found that the wheel position was keeping the brake casters from locking, user error. The technician in serviced the account on the brake function to resolve the issue.